Event description:
Subsequent to the initially filed report, the following information was received: the patient went to physican's office on 8/30/2021 with groin pain. Femoral imaging revealed a foreign body in the anatomy. Local anesthesia was given and a minor cut down incision was made revealing what appeared to be a separated proglide foot. The separated pieces were retrieved and the incision was surgically closed. The patient was not admitted as this was done at the physician's office on (B)(6) 2021. The patient is doing fine. Photo of the proglide pieces that were retrieved from the patient revealed the two detached section halves of the distal guide that house the foot and a piece of the suture. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The reported patient effect of pain is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device with an 8f sheath after a premature ventricular contraction ablation interventional procedure. Reportedly, resistance was noted during removal of the proglide device. The proglide device separated into two pieces at the guide as the device was being removed from the anatomy. The separated portion was simply withdrawn. No resistance was noted during advancement of the proglide device into the anatomy. The lever was returned to its original position and the foot retracted prior to device removal. No tissue damage was noted. No excessive force was used to retrieve the proglide device. No foot separation occurred and it was confirmed that nothing remained in the patient anatomy. The suture was removed and manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.